Event description:
The customer reported that a bipolar instrument from the manufacturer aesculap was connected to the forcetriad. The bipolar device had a "flying leads" cable. "Flying leads" refers to the two cables having separate independent plugs on the end. The nurse mistook the bipolar connection for a monopolar connection on the forcetriad. Since the distance between the separate plugs of the bipolar cable are not fixed, the nurse was able to move both plugs into two of the three jacks of the monopolar connection without a problem. Therefore, when the bipolar instrument touched the intestines of the patient, the forcetriad delivered energy through the instrument. This caused an intestinal perforation, which was stitched up immediately by the surgeon. The pt is in good health and has no complications because of this incident.

Manufacturer narrative:
The customer has been contacted by the product director of covidien ebd in another country to explain that the use of the bipolar cable in this procedure is not safe when the plugs are provided with "flying leads" instead of close sealed plugs. The site has indicated that they will not be sending in the forcetriad energy platform for investigation because the unit functions to specification.